Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v128377, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that patient could not remember when she last felt stimulation. The patient was in the hospital for intercystitis (ic) last week. It had been 3 weeks since she started to have problems with ic again. Interstim was helping her with it. Patient tried to connect with her implant but was only getting communication error. The patient had a hysterectomy 2 months ago, and she turned her therapy off, and turned it back on after surgery. The patient mentioned that she did see the implant low battery icon at the time. It was noted that given what patient saw and age of her implant, patient was suspecting neurostimulator (ins) battery depletion. The patient's status was reported as unknown. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.